Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 35 mg/dl at the time of the incident. The customer was at 117 mg/dl at the time of the call. The customer used glucose tablets to treat. The customer experienced symptoms such as seizures. The customer was wearing the insulin pump during the incident. The customer gets random lows and believes the pump may be over delivering. Troubleshooting was completed for the lows, but not completed for the highs as the customer declined. The customer also experiences highs of up to 400 mg/dl due to hardened tissue, and had a low of 50 mg/dl in 2017. The insulin pump will be returned for analysis.